Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link 8 coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter.

Event description:
It was reported that during a procedure of the heavily tortuous, non-calcified, 90% stenosed, de novo distal right coronary artery lesion the 4.0 x 33 mm multi-link 8 (ml8) stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. The ml8 sds was removed and pre-dilatation with a non-abbott balloon dilatation catheter was performed. The same 4.0 x 33 mm ml8 sds was again attempted but could not cross the lesion. During removal, the sds contacted the tip of the guide catheter and the proximal edge of the stent implant was noted to be flared when removed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.